Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He noted that the cursor did not respond to touch. It was determined the touch screen was the cause of the problem. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not respond to touch. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the touch screen and the touch screen gaskets. The unit operated to the manufacturers specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.